Manufacturer narrative:
The reported complaint of the autopulse platform (B)(4) was working properly for a couple of minutes before it automatically powered off then the device manually powered back on before it automatically powered off again was not confirmed during functional testing. The autopulse passed the initial functional test without any fault or error. The autopulse performed as intended. No physical damage was observed on the autopulse platform during visual inspection. During archive data review, records showed occurrences on the autopulse platform shut-off unexpectedly noted around the reported event date, thus confirming the reported complaint. However, there was no device deficiencies found during the evaluation of the returned platform that could have caused or contributed to the reported complaint. Also observed in the archive, a user advisory ua29 (loss of brake connectivity) error message occurred when the autopulse platform shut-off. The brake monitoring circuit detected a loss of connectivity on the brake driving circuit. The take-up target and the encoder take-up end values indicate the patient chest circumference is very large in size or very stiff to compress. Performed the drive train motor brake gap inspection, verified the brake gap was within the specification of 0.008" ±0. 001". Load cell characterization result indicated both cell modules are functioning within the specification. As a precautionary measure, the power distribution board (pdb) was replaced, unrelated to the reported complaint. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. According to available information, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During patient use, the autopulse platform (B)(4) was working properly for a couple of minutes before it automatically powered off. The device manually powered back on before it automatically powered off again. Customer replaced the platform with a fully charged autopulse li-ion battery but issue persisted. Customer performed manual CPR. Patient had history of cerebral palsy and a seizure disorder. Patient death was reported. Per customer, the patient outcome was not related to the zoll autopulse platform.